Event description:
A greenfield filter was implanted on (B)(6) 2006. On (B)(6) 2006, it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2006. On (B)(6) 2006, it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that on (B)(6) 2006 a patient who had experienced a motor vehicle accident, where the patient was a restrained driver with ejection, with no movements or sensation in bilateral lower extremities, was treated at the scene of the accident, and transferred to the hospital for intervention. The patient was in an operating room for a prior procedure and was transferred for an inferior vena cava filter placement. Vascular access was obtained via the right femoral vein. A greenfield inferior vena cava filter was deployed across l2 to l3 with no migration and no complication. The patient remained intubated and was transferred back to the surgical trauma intensive care unit (sticu) for observation. On (B)(6) 2006 a computed tomography (CT) scan of the abdomen/pelvis indicated that the greenfield inferior vena cava filter remained in place and unchanged. It was noted that in comparison to a prior CT on (B)(6) 2006, there still remained a right lobe of the liver laceration that was unchanged. There was also an increase in the size of the right kidney hematoma. On (B)(6) 2006 the patient was discharged from the hospital to a rehabilitation facility. On (B)(6) 2017a computed tomography (CT) scan of the abdomen revealed tilt and perforation. The tulip-shaped greenfield ivc filter was in place below the renal veins. Proximally, the device was tilted anteriorly by approximately 5 degrees. There was a clearly defined fat plane between two of the anchoring struts and the ivc wall on the right. The proximal tip of the filter was intraluminal. There was no indication of ivc stenosis. It was noted that there was a perforation of at least two of the anchoring struts of the ivc filter. There was no significant tilt or evidence of migration. No further complications were reported in relation to this event.